Event description:
It was reported that during an angioplasty treatment procedure in the left iliac, "the balloon catheter fractured and remained in a patient artery." The physician deflated the balloon and when he was removing the balloon through a 7f sheath, he encountered resistance and the shaft of the balloon catheter broke. Removal of the balloon "required an open cutdown and arterial exploration to remove it." The physician was able to remove the entire balloon catheter. The current patient status is reported as "stable."